Event description:
Medwatch report# (B)(4). Procedure performed: robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lymphatic mapping with bilateral pelvic sentinel lymph node excision, left pelvic lymphadenectomy, mini-laparotomy. The bag broke. Limited information was available. It was unknown at what point in the procedure that the bag broke. It was unknown if the specimen was in the bag when it broke. It was unknown if the port site was enlarged prior to the bag breaking. No patient injury occurred. The device is available for return. Additional information was received via mail on (B)(6) 2018 from the FDA medwatch report# (B)(4). 10mm extraction bag fell apart inside of trocar. This ended up in patient's abdomen. All parts were accounted for by surgeon, circulator, scrub tech, lap tech and resident. Procedural note: ...the uterus, cervix, and bilateral fallopian tubes and ovaries were unable to be delivered vaginally due to size. The specimen was placed in an endocatch bag for later extraction through a mini-laparotomy incision...a mini-laparotomy was performed at the supraumbilical trocar site by extending the skin incision 4 cm. The underlying subcutaneous tissue and fascia were divided with bovie cautery. The endocatch bag was brought out through the laparotomy.... What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); date of event: (B)(6). The patient is a 102 kg, 60 year old female. Patient status: no patient injury occurred as a result of the event. Type of intervention: the endocatch bag was brought out through the laparotomy.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. However, the tissue bag did not return. As a result, the complainant¿s experience could not be confirmed. Based on the condition of the unit that was returned, the exact root cause of the reported event could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is linked to medwatch #(B)(4).

Event description:
Medwatch report# (B)(4) procedure performed: robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lymphatic mapping with bilateral pelvic sentinel lymph node excision, left pelvic lymphadenectomy, mini-laparotomy. The bag broke. Limited information was available. It was unknown at what point in the procedure that the bag broke. It was unknown if the specimen was in the bag when it broke. It was unknown if the port site was enlarged prior to the bag breaking. No patient injury occurred. The device is available for return. Additional information was received via mail on 05nov2018 from the FDA medwatch report# (B)(4). 10mm extraction bag fell apart inside of trocar. This ended up in patient's abdomen. All parts were accounted for by surgeon, circulator, scrub tech, lap tech and resident. Procedural note: ...the uterus, cervix, and bilateral fallopian tubes and ovaries were unable to be delivered vaginally due to size. The specimen was placed in an endocatch bag for later extraction through a mini-laparotomy incision...a mini-laparotomy was performed at the supraumbilical trocar site by extending the skin incision 4 cm. The underlying subcutaneous tissue and fascia were divided with bovie cautery. The endocatch bag was brought out through the laparotomy.... What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); date of event: (B)(6) 2018. The patient is a (B)(6), female. Patient status: no patient injury occurred as a result of the event. Type of intervention: the endocatch bag was brought out through the laparotomy.